Manufacturer narrative:
This supplemental MDR is being submitted to report that based on clarification of the event it was identified that the obstruction of flow was within the device and not within the vessel. Therefore, based on reassessment of the event, this event is no longer MDR reportable. Manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the investigation of the returned catheter sample it could be confirmed that the system was kinked at the proximal end which led to obstruction of the inner lumen. During evaluation testing the system could be successfully flushed but guidewire insertion was impossible because of the kink which led to confirmed result for kinking. An indication for a process related issue could not be found. Based on the investigation the reported issue was confirmed for catheter kink. However, based on the information available a definite root cause for the event reported could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU state: 'do not use if device is kinked.', and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. Regarding accessories and preparation, the IFU states: 'the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire.', and 'the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath.' The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment, there was an alleged obstruction within the lumen of the device. It was further reported that another device was used to complete the procedure. The patient status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. Medical device - expiry date: 03/2022.

Event description:
It was reported that during treatment, there was allegedly obstruction of flow. It was further reported that another device was used to complete the procedure. The patient status was not provided.